Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the patient symptoms returned, there were accidents, and she stopped feeling stimulation while therapy was on. After increasing stimulation from 3.5v in program 2 to 4.6v in program 2, it was confirmed stimulation was felt in the correct area. The stimulation issue was resolved on the call. The patient had stopped feeling stimulation a few days ago and symptoms returned. This occurred in (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.